Event description:
It was reported by pt that, "she is experiencing severe pain for the past 4 mos in her right hip. She has been experiencing chronic pain for the past year and a half. There have been days where the pt could not walk. Pt cannot continue with everyday activities, without having pain. Pt had a test completed in which the tech indicated that there appeared to be an abnormally high blood flow to her hip area. Pt's son was notified the following month, that his mother was scheduled for revision surgery six days later.

Manufacturer narrative:
Investigation pending. Add'l info not available at this time.